Manufacturer narrative:
Patient age: the patient is (B)(6). Additional information was received reporting that during the event, the balloon dilator was removed from the package in the usual fashion, no apparent defects were visible. The packaging was intact and the tip covering the balloon was intact. During the upper gi endoscopy procedure, while attempting to inflate the balloon to dilate, there was no resistance and water was gone from the syringe. The balloon dilator was then removed from the patient. An attempt was made to inflate the balloon again to visualize the water flowing from the bottom of the balloon. There was no patient injury. Additional information was received reporting the patient had dysphagia.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure performed on a female patient on (B)(6), 2011 (patient age and weight are unknown). According to the complainant, during the procedure, the balloon would not inflate in the esophagus of the patient. Water was noted to leak out the end of the balloon upon inflation; there seemed to be a hole in the balloon. It was confirmed the balloon did not burst. The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed the balloon to be torn circumferentially, therefore this is now an MDR reportable event.

Manufacturer narrative:
Patient age and weight are unknown. It was reported the patient was over 18 years old. Visual examination of the returned complaint device revealed the balloon portion of the device to be torn circumferentially near the distal bond of the balloon. No defects were noted to the catheter of the device. Based on the condition of the device, the complaint that there was a hole in the balloon was not confirmed; the balloon material was found to be torn. Therefore this complaint is now an MDR reportable event. It is possible that procedural factors encountered during the procedure limited the performance of the balloon (e.g., the balloon came into contact with a sharp exterior source); however due to the nature of this circumferential tear the most probable root cause of this complaint is manufacturing related. There is an investigation in progress to determine the exact cause of this issue. A review of the device history record (DHR) was performed and revealed no anomalies for the specified lot.

Event description:
It was reported to boston scientific corporation on july 21, 2011 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure performed on a female patient on (B)(6), 2011 (patient age and weight are unknown). According to the complainant, during the procedure, the balloon would not inflate in the esophagus of the patient. Water was noted to leak out the end of the balloon upon inflation; there seemed to be a hole in the balloon. It was confirmed the balloon did not burst. The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed the balloon to be torn circumferentially, therefore this is now an MDR reportable event.